Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 508080. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6) . Batch: 7085393. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 26483365. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6), batch: 7086440.

Event description:
It was reported that the patient received inadequate therapy from their deep brain stimulation (dbs) system. Attempts to reprogram the dbs system were performed, however were unsuccessful. The lead was not placed in the optimal location during the initial lead implant procedure per the physicians assessment, however it is unknown if images were taken. The patient underwent a procedure where the dbs system was removed and was reimplanted with a new dbs system two days later. Physical analysis could not be performed in our laboratory, as the device was retained by the facility. The patient did well post-operatively.